Manufacturer narrative:
The customer's calibration and qc data were acceptable. Based on the available data, a general reagent issue could be excluded. The investigation reviewed the customer's alarm trace and discovered multiple sample aspiration alarms, and alarms related to the system's maintenance. The customer stated the issue was related to improper cuvette and photometer maintenance. The customer refused any further investigation. The investigation determined the issue was related to system maintenance.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable ethanol gen.2 results for one patient tested on a cobas 6000 c (501) module. The patient's initial ethanol result was not reported outside the laboratory. The customer performed repeat testing with the patient's sample for confirmation. On (B)(6) 2020, the patient's initial ethanol result was 124.6 mg/dl at 15:05. On (B)(6) 2020, the patient's repeat ethanol result was 10 mg/dl with a data flag at 06:07. The ethanol reagent lot number was 49844601 with an expiration date of 28-feb-2021.